Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects in the air/water channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the leak defect occurred at the insertion part, the reprocess could not be completed and a foreign substance remained in the air supply channel. The white foreign material could be caused by anti-gas product including simethicone. If the customer used simethicone, there was a risk that foreign material remained in the channel even if the reprocessing was conducted in accordance with IFU. Olympus doesn't recommend the use of simethicone and there is a caution in IFU. We assume defect caused by wrong user handling/ user mishandling. The suggested event is detectable and preventable by handling device in accordance with the following IFU: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.